Event description:
A customer contacted beckman coulter inc. (Bec) regarding a non-reproducible troponin (accutni) result generated by the unicel dxc 600i synchron access clinical system for one patient's sample. The customer questioned the result because a previous draw from the patient was within the risk stratification range. Upon repeat, the sample resulted within the risk stratification range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The customer reviewed all elevated accutni results for the 24 hours prior to this event and is not questioning any additional patient results. The customer had a passing accutni calibration on (B)(4) 2011. A field service engineer (fse) went on-site (B)(4) 2011. Fse found defective waste pump tubing to aspirate probe and replaced the tubing and replaced the incubator belt due a crack found in it. Fse also noted that the reaction vessels (rv) holders had white powder debris on them and replaced all of them. Mix speed was adjusted due to elevated rpms. Fse returned on-site (B)(4) /2011 and replaced fluidics manifold. Although hardware issues were addressed no clear root cause could be determined for this event.